Event description:
It was reported that during a breast biopsy, the dr was unable to get more than one specimen. The dr attempted with a like device and was still unsuccessful in retrieving samples. The tech was unable to duplicate the constant vacuum due to the tubing set being used the day before during a problem and was discarded. The dr rescheduled the procedure for a later date due to the performance of the mammotome. The reschedule was done with the mammotome system and there was no pt outcome.